Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with an absorbable envelope and the entire transvenous pacing system was explanted and later replaced. No further patient complications have been reported as a result of this event.